Manufacturer narrative:
Additional information:h6 investigations b4 added. Correction: h11. The device was received for evaluation. During evaluation, the reported issue of "failed ds occ test." Was not reproduced. The device was sent to flow lines for downstream occlusion testing and passed. Evaluation found the force sensor scale factor calibration to be within specification. A review of the event history log revealed downstream occlusion messages. A review of event history log revealed presence of downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was reproduced. The device was sent to flow lines for downstream occlusion testing and passed. A review of the event history log revealed downstream occlusion messages. A review of event history log revealed presence of downstream occlusion messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.